Event description:
Leica biosystems received a complaint that a liquid level sensor (s) in retort b was functioning correctly. The complainant did not indicate that the quality of tissue processing for any patient sample (s) had been adversely affected by the circumstances involved in this complaint.

Manufacturer narrative:
A leica field service engineer (fse) attended the laboratory on (B)(4) 2015 in order to investigate the circumstances involved in this complaint. The fse removed the retort b lower liquid level sensor from the instrument and noted the presence of a "haze of green over the glass that would not come off by wiping with a towel." The fse installed a new retort b lower liquid level sensor; conducted a liquid level sensor performance test, for which the result was satisfactory; and completed a quick clean run in both retort a and b, which completed satisfactorily in each case. The complainant provided the fse with a copy of the "leica peloris user maintenance chart" completed for the period (B)(4) 2015. The document does not contain a task for cleaning of the liquid level sensors. The root of the error code indicating that the liquid level sensors in retort b unexpectedly indicate reagent in the retort was the retort b lower liquid level sensor was found to be dirty with a build-up of foreign material on the surface, which was described as a "haze of green over the glass that would not come off by wiping with a towel." This finding indicated failure to clean the liquid level sensors in the instrument daily per instructions detailed in both the "daily maintenance reminder" page of the leica peloris quick tips and section 7.2 of the leica peloris/peloris 11 user manual.